Event description:
Patient had a prolonged cardiac arrest with CPR. Following hypothermia protocol, the apparatus was removed. Patient had a blister over his back matching the pattern of the hypothermia blanket/apparatus. In our discussions with the manufacturer they have suggested that it must have been used incorrectly and was too tight.